Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign object in the channel was the cleaning brush. Physical stress was applied to the insertion section, causing the biopsy channel to collapse, which is presumed to have led to the occurrence of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, the cleaning brush could not pull out from the biopsy channel. The user detected foreign object in the channel tube of the bronchovideoscope. There were no reports of patient involvement.